Manufacturer narrative:
Per the clinic, a CT scan performed (date not reported) revealed the electrode array to be extra cochlear, resulting in the decision to explant the device. This report is filed april 30, 2014. Device currently unavailable for analysis.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, for reasons not reported. During the same surgery the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.